Event description:
Head of theatre reported via letter that she was observing a surgery procedure. During this, she noted that the surgeon appeared to have problems with the target device. The distal drilling went astray. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
This event created a serious injury in the past and will be reported as a malfunction.